Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using a super stiff amplatz guide wire, when the delivery catheter system (dcs) was advanced, the blood pressure dropped. Angiographic evaluation showed a perforation of the ventricle caused by the guide wire. The delivery system was pulled back and the perforation was surgically repaired. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).